Event description:
The blood pressure measurements from the philips bedside monitor stopped cycling despite being on sequence mode. It did not monitor blood pressure beyond 35 minutes. Usually if there was human error it would read ?/? (Arm moving, cycle stopped, hose not attached, etc) but that was not the case.